Event description:
Hold for cs 09.12.2023left leg becoming swollen from the knee down to the ankle [unilateral leg swelling] not being able to walk at all on the left leg/could not walk [unable to walk] left leg becoming swollen from the knee down to the ankle/knee blew up [joint swelling] having pain/ pain started at 7:00 pm the night of injection [aching (l) knee].case narrative: initial information from united states received on (B)(6) 2021 regarding an unsolicited valid serious case received from the patient.this case involves a 59 years old female patient whose left leg became swollen from the knee down to the ankle, left leg becoming swollen from the knee down to the ankle/knee blew up, not being able to walk at all on the left leg, could not walk and having pain/ pain started at 7:00 pm the night of injection, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one).the patient's past medical history, vaccination(s) and family history were not provided. Patient previously had 3 hylan g-f 20, sodium hyaluronate shots without an issue.on (B)(6) 2021, the patient received hylan g-f 20, sodium hyaluronate, solution for injection at a dose of 6 ml once (lot, route - unknown) for arthritis in left knee. On the same day, 1 and a half hour later, patient's knee blew up (joint swelling). When it happened the doctor wanted to "tap" her knee but she declined since she was afraid but she could not walk (gait inability) and it didn't go down so she went back and he did tap her knee. At around 7:00 pm at night patient started having pain (arthralgia). On an unknown date in (B)(6) 2021 after a latency of few days patient was screaming for 3 days because left leg became swollen from the knee down to the ankle (peripheral swelling), was not being able to walk at all on the left leg and was having pain. The events were leading to intervention. As of (B)(6) 2021, she was still having trouble walking and it was still swollen. Also reported that the patient had the injections not because she was having pain but doing as a precautionary measure.ptc assessment medical/physical : medical.action taken: not applicable for all events.corrective treatment: steroids for all the events, knee tapping for joint swelling and gait inability.outcome: not recovered for joint swelling and gait inability, unknown for other events.seriousness criteria: intervention required for all events.a product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one for unknown batch number and global ptc number: 100102843.the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required.it was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue.sanofi would continue to monitor adverse events to determine if a CAPA was required.investigation completion date: 25-feb-2021.follow up information was received on 14-feb-2021. No significant information added.additional information was received on 25-feb-2021 from other healthcare professional. Investigation results added. Text amended accordingly.additional information was received on 11-mar-2021 from patient. Event term and outcome of gait inability and joint swelling were updated. Event onset date of gait inability was updated. Clinical course was updated and text was amended accordingly.upon internal review on 22-mar-2021. Uspi listedness for peripheral swelling was updated to listed from unlisted.

Event description:
Left leg becoming swollen from the knee down to the ankle [unilateral leg swelling] not being able to walk at all on the left leg [unable to walk] left leg becoming swollen from the knee down to the ankle [joint swelling] having pain/ pain started at 7:00 pm the night of injection [aching (l) knee]. Case narrative: initial information from united states received on 12-feb-2021 regarding an unsolicited valid serious case received from the patient. This case involves a 59 years old female patient who experienced left leg becoming swollen from the knee down to the ankle, not being able to walk at all on the left leg, left leg becoming swollen from the knee down to the ankle and having pain/ pain started at 7:00 pm the night of injection, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate at a dose of 6 ml once via unknown route (lot - unknown) for arthritis in left knee. On the same day at around 7:00 pm at night patient started having pain (arthralgia). On an unknown date in (B)(6) 2021 after a latency of few days patient was screaming for 3 days because left leg became swollen from the knee down to the ankle (peripheral swelling), was not being able to walk at all on the left leg (gait inability) and was having pain (arthralgia). The events were leading to intervention. Action taken: not applicable. Corrective treatment: steroids for all the events. The patient outcome is reported as unknown for all events. A product technical complaint (ptc) was initiated on 14-feb-2021 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 25-feb-2021. Follow up information was received on 14-feb-2021. No significant information added. Additional information was received on 25-feb-2021 from other healthcare professional. Investigation results added. Text amended accordingly.

Event description:
Left leg becoming swollen from the knee down to the ankle [unilateral leg swelling]. Not being able to walk at all on the left leg [unable to walk]. Left leg becoming swollen from the knee down to the ankle [joint swelling]. Having pain/ pain started at 7:00 pm the night of injection [aching (l) knee]. Case narrative: initial information from united states received on 12-feb-2021 regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) years old female patient who experienced left leg becoming swollen from the knee down to the ankle, not being able to walk at all on the left leg, left leg becoming swollen from the knee down to the ankle and having pain/ pain started at 7:00 pm the night of injection, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate at a dose of 6 ml once via unknown route (lot - unknown) for arthritis in left knee. On the same day at around 7:00 pm at night patient started having pain (arthralgia). On an unknown date in (B)(6) 2021 after a latency of few days patient was screaming for 3 days because left leg became swollen from the knee down to the ankle (peripheral swelling), was not being able to walk at all on the left leg (gait inability) and was having pain (arthralgia). The events were leading to intervention. Action taken: not applicable. Corrective treatment: steroids for all the events. The patient outcome is reported as unknown for all events. A product technical complaint was initiated and the results for the same were pending.